Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/07/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2016. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.